Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2023, it was reported that the patient reported that he was hospitalized for 2 weeks. He initially went for scheduled mris. At that time, he notice that the egv was 50 mg/dl. He can't remember the bgm value that the nurses took at that time. It was not documented whether the patient was symptomatic at that time. There was no documentation of treatment for urgent low egv either. He had 3 MRI procedures and he didn't remove the dexcom device while he was in the procedures, which is considered off-label usage of the device. The patient was also using the tandem pump. The patient was asymptomatic while both cgm display device and pump display device were beeping and an showing a low egv. The bg was 900 mg/dl and the patient was treated with steroids and an insulin drip. During the hospitalization, the patient also underwent spine surgeries. The patient was discharged (B)(6) 2023 and was reportedly still experiencing inaccurate readings. There was no documentation of further medical evaluation or intervention for hyperglycemia. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.